Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: [surgeon] revised a rsr delta xtend. Revision was for pain and loosening. Surgeon suggested glenoid was significantly inclined. The surgeon revised to a zimmer prosthesis. The polyethylene had some edge loading causing unnatural wear. The epiphysis removed without to much effort. The stem was very well fixed. An osteotomy was required to remove stem. The genosphere removed without any issues. The surgeon had difficulty removing screws. Operace removal instruments required to remove heads of screws. The meteglene was removed and then remaining screw fragments were removed. Depuy cable set was used for osteotomy. The product was not returned to depuy synthes, however photos were provided for review. See attachment "img_8183.jpeg, img_8181.jpeg, img_8188.jpeg, img_8190.jpeg and img_8191.jpeg". Visual inspection of the returned photos reveled that no anomalies of a device non conformance could be detected. The unk shoulder humeral cup delta xtend has an excess of biological material over which it is impossible to fully assess the device's condition. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of unk shoulder humeral cup delta xtend would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that dxtend modular hum stem d12 ha, dxtend metaglene, dxtend glenosphere ecc d38mm, dxtend mod epi 1 ecc left ha, unk shoulder humeral cup delta xtend, unknown shoulder locking screw, and unknown shoulder non-locking screw were involved in a reported event during a total shoulder replacement revision. The revision was performed due to pain and loosening, with the glenoid noted as significantly inclined. The surgeon revised to a different prosthesis. Polyethylene edge loading caused unnatural wear, and the epiphysis was removed with little effort. The stem was well fixed, requiring an osteotomy for removal. The glenosphere was removed without issue, but there was difficulty removing screws, necessitating special instruments to remove screw heads. The metaglene and remaining screw fragments were removed, and a cable set was used for the osteotomy. Metal fragments from the screw removal set were generated but were removed without additional intervention. The procedure was not delayed, was completed successfully, and no further medical intervention was required. There were no reported patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: corrected: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information received and states that: "when I spoke to the surgeon he was more concerned with the original implant positioning and suggested that was the reason for the patient pain and revision. On the x-ray the glenoid component appeared to have superior inclination. The unnatural wear on the poly suggests the implant was not articulating as it should have."